Event description:
A surgical tech reported that during surgery, the system would not prime properly and the system displayed a message. The system was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep replaced the fluidics assembly. The system was then tested and met product specifications. The replaced fluidics assembly was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).